Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump at the corner of the belt clip rails, broken battery tube threads, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin pump was damaged. Customer¿s blood glucose was 24 mmol/l at time of incident which was high and corrected with manual injection. It was reported that insulin pump had crack on top of reservoir compartment. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump was return for analysis.